Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse found that the l1 breaker was deactivated, and fuse had failed. The fse restored the l1 breaker and replaced the fuse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting up successfully and staying in standby mode. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the l1 breaker was deactivated and the protection fuse failed. The fse restored the l1 breaker and replaced the protection fuse, which returned the system to expected functionality.